Event description:
A doctor reported following a glaucoma filtration device implant procedure, the patient experienced hypotony. The device also touched the iris postoperative day one. A conjunctival suture was performed and viscoelastic was injected into the conjunctiva.

Manufacturer narrative:
Evaluation summary: no data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. A sample was not returned as the shunt has remained in the eye. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. Additional information has been requested. Zip code is not indicated at this time. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was also reported that approximately six months following the procedure, the patient required additional hospitalization and an additional procedure. Conjunctival suture and anterior chamber formation were performed. The surgeon reported the rubeosis iridis, hyphema, and vitreous hemorrhage were unrelated to the implant procedure. Additional information was received reporting following the procedure, conjunctival suture and subconjunctival viscoelastic material infusion and a compression suture were required. Approximately six months following the procedure, rubeosis iridis and hyphema were reported.